Event description:
It was reported that stent damage occurred. The complex target lesion was located in the tortuous and calcified vessel. A 32 x 2.75 promus premier stent delivery system was used for treatment. However, the stent was damaged during an attempt to advance in the extremely severe injury. No patient complications were reported.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. The promus premier ous mr 32 x 2.75mm stent delivery system (sds) was returned for analysis. The device was returned without its manifold/hub present. A complete break in the hypotube was noted at approximately 103 cm proximal to the guidewire lumen. A tactile examination of the hypotube identified multiple hypotube kinks. A visual examination of the stent found signs of stent damage. The stent was found to be bunched and moved along the balloon surface. A stent outer diameter or stent length measurement were unable to taken due the damage noted. As the hub of this device was not returned, it is not possible to identify the exact catheter ID however a review of the entire crimp stent data for finished goods batch 25477681 found that the maximum crimp stent profile for all non-scrapped devices was within the maximum crimped stent profile specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. The complex target lesion was located in the tortuous and calcified vessel. A 32 x 2.75 promus premier stent delivery system was used for treatment. However, the stent was damaged during an attempt to advance in the extremely severe injury. No patient complications were reported.